Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 520 mg/dl. Reportedly, the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. Customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.